Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator could not be interrogated. The device was not used. There were no consequences to the patient.